Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had poor response to sound, the surgeon reported that there were several channels out of cochlear confirmed by x-ray. No trauma has been reported. The user has been successfully re-implanted on (B)(6) 2018.

Event description:
The user had poor response to sound, the surgeon reported that there were several channels out of cochlear confirmed by x-ray. No trauma has been reported. The user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
According to the patient report the device was explanted due to the active electrode array migrated out of cochlea. A full insertion was achieved an initial implantation. The problems given in the patient report appear to match the damage found. This is a final report.